Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05758. The pt had two leads (from different lots). The pt underwent a trial procedure on (B)(6) 2012. The next day, the pt experienced severe back pain and numbness. As a result, the pt went to the emergency room. While in the hospital, both leads were removed. The pt also underwent a lumbar decompression to remove swelling. The pt also experienced paralysis in both legs, but over time, was able to regain a bit of feeling and movement. Allegedly, the doctor feels the pt's symptoms are permanent and ongoing. The pt was admitted to a long-term rehabilitation facility until symptoms are resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.